Event description:
The customer reported via phone call that they have resumed insulin pump therapy after 6 months. Customer reported their insulin pump alarmed unexpected restart. The alarm history also showed a signal too low alarm and a displayable history check failed on startup alarm occurring. Customer's blood glucose was 300 mg/dl. It was also found the customer had a crack around the battery compartment. The customer also reported a chunk of plastic fell off from the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump passed an unexpected alarm test. No unexpected alarms noted. No signal too low alarms noted. Displayable history check failed on startup alarms noted in alarm history due to corrupted history files.